Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 6/4mm amplatzer duct occluder (ado) was selected for use. The 6/4mm ado was deployed into a patient with krichenko type d patent ductus. The ado was delivered through the 6f amplatzer torqvue 180 delivery system (dtv180). After detachment from the delivery cable, the ado gradually migrated ending up in the pulmonary artery. To facilitate retrieval of the ado, the 6f dtv180 was removed and replaced with a 12f hausdorff sheath. The hausdorff sheath was then used to deliver the 6f dtv180 and the ado was successfully retrieved percutaneously using a gooseneck snare with 10mm loop. The procedure was aborted as the physician suspected the ductus increased in size during the procedurally. Subsequently, either surgical intervention or coil embolization will be used to close the ductus in the future.